Event description:
It was reported that the device was not exchanging gas and was changed out. Six days later, another device of the same lot was also changed out for gas exchange issues. For the first device the pao2 was 43 entering and 110 leaving with a 100% oxygen. The ptt was 60-65 with an average of 1400 units of heparin. Incident also related to complaint # (B)(4) (MFR report # 8010762-2015-00104) both devices were used on the same pt. This report is for the first device. (B)(4).